Manufacturer narrative:
Device is a combination product. H6 patient codes corrected. A synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found that the stent was dislodged from the balloon and damaged. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed and not tightly folded. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a stretched region on the distal inner shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 28 synergy drug eluting stent, the stent came off the balloon upon handling over to the physician. The procedure was completed with a different device. No patient complications nor injuries were reported. Although previously it was reported that the issue happened during preparation, it was further reported that the stent was being inflated inside the patient to treat the lesion and upon deflating the balloon, the stent deflated with it.

Manufacturer narrative:
Device is a combination product. H6 patient codes corrected. A synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found that the stent was dislodged from the balloon and damaged. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted as its wings were relaxed and not tightly folded. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a stretched region on the distal inner shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 28 synergy drug eluting stent, the stent came off the balloon upon handling over to the physician. The procedure was completed with a different device. No patient complications nor injuries were reported. Although previously it was reported that the issue happened during preparation, it was further reported that the stent was being inflated inside the patient to treat the lesion and upon deflating the balloon, the stent deflated with it.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00 x 28 synergy drug eluting stent, the stent came off the balloon upon handling over to the physician. The procedure was completed with a different device. No patient complications nor injuries were reported.